Manufacturer narrative:
Based on the results of the investigation the light guide fiber rust was likely due to stress such as damage or deterioration; however, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide fibers glass rusts. There was no patient involvement.